Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned; however, the customer returned a photo for evaluation. A visual exam was performed and it was observed that the inflation tube was damaged. It was also observed that the 15mm connector was missing. The observation done through the pictures clearly shows that the inflation line was squashed; however, no defects were observed on the pouch. As no sample was provided from the tube and the pouch there is not enough information to confirm the cause of the defect.

Event description:
Customer complaint alleges that the "inflation line tube is welded (inflation tube is flat)." Alleged defect was reported as detected during use patient use. No report of patient harm. Patient condition reported as "fine" customer reported the device is not available, but submitted photos with the complaint.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that the "inflation line tube is welded (inflation tube is flat)." Alleged defect was reported as detected during use patient use. No report of patient harm. Patient condition reported as "fine" customer reported the device is not available, but submitted photos with the complaint.